Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar is displayed, no image displayed and error code e222 appears. A root cause could not be identified. The reported failure was not confirmed, and no problem was detected, although a possible disconnection in the receptacle unit was indicated by the color bar display, no image display and error code e222 occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had an error code e116. There were no reports of patient harm.